Event description:
The customer reported that the insulin pump programmed and delivered a bolus while he slept. The customer is very uncomfortable with the insulin pump, and requested a replacement. The customer stated that there is no way anyone could have programmed the bolus as he lives alone. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.